Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was no longer functioning. This device reached elective replacement indicator (eri) but no change out was done. This pacemaker was electrically abandoned. No additional adverse patient effects were reported.